Event description:
It was reported that there was a leak at the bottom of the case of the device. No patient involvement and no harm reported.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evalution codes updated. Device evaluation: one device was received. Device was visually and functionally inspected and the customer reported complaint was verified. The device was leaking from the cracked water tank cover. The water tank cover was replaced. A service history review was performed and it was found that on (B)(6) 2023 the device came in for low water alarm is not working. The pcb was replaced at that time.